Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the retainers caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that led to necrosis of a tooth. As per CAPA # (B)(4) this event is retrospectively being reported and therefore was not reported within the required 30-days.

Event description:
The customer reported a nerve damage while wearing the retainers, the customer was not able to provide the impacted tooth number. It is unknown if medical intervention was required. It is unknown if retainer treatment was discontinued.